Manufacturer narrative:
A1: patient identifier: no patient involvement. A2: age & date of birth: no patient involvement. A3a: patient sex: no patient involvement. A3b: gender: no patient involvement. A4: weight: no patient involvement. A5: ethnicity: no patient involvement. A6: race: no patient involvement. D6a: implanted date: no patient involvement. D6b: explanted date: no patient involvement. E3: occupation: cath lab assistant nurse manager. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath, locator, guidewire, carrier tube, and packaging. The device was visually inspected and found to have been in unused condition. The hemostasis sheath was found to have been fractured, and the component was also able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). This report is for the second device reported, for the first device reported see MDR 3013394970-2024-00511 and for the third device reported see MDR 3013394970-2024-00513.

Event description:
The user facility reported that they kept the angio-seal devices in the pyxis without the light on. They opened three devices with the same lot number and noticed that the sheaths were crumbling. These were never used on patient. The procedure was a heart catheterization.